Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the emergency room with the device in backup vvi mode. The patient was experiencing muscle stimulation. A device download was performed and programmed settings were restored successfully.